Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include:  common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000118296.

Event description:
It was reported one of the patient's leads had migrated. As such, surgical intervention was undertaken on during which the an existing leads were explanted and replaced to address the issue. The investigation was unable to determine which lead had migrated.